Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from february 23, 2015 to february 26, 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.30 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a white, floating particle. This was identified after the device was filled with an unspecified amount of ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.